Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostics anomaly. The device inappropriately triggered an atrial fibrillation episode. No device intervention was performed. No further information regarding patient condition but the patient will continue to be monitored.